Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the oes elite, high definition autoclavable telescope has ¿lens misalignment. The customer problem was found during an unspecified event. The device was returned for service and during the evaluation, the following reportable malfunction was identified: the eyepiece (color) ring was missing. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The device evaluation confirmed the customers reported problem as the objective lens is misaligned. As a result, the image is cropped. A review of the (DHR) manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The cause of the missing color ring is cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.